Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching, rash, inflammation, pimples and blisters that developed over the whole body. The patient visited a healthcare provider and was prescribed an oral cortisone 20 mg and topical cortisone (hydrocortisone) ointment. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).